Event description:
A customer reported that the infusion cannula became dislodged into the ocular structures during an eye surgery. Add'l surgical management was required as the capsular structure became compromised. An iridotomy, a lens exchange, a peripheral retial tough laser, and a gas tamponade were performed. Add'l info has been requested for this report. No add'l updates have been rec'd.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The root cause of the customer's complaint is not known; a sample was not returned. (B)(4).